Event description:
Report received of a non-delivery of IV fluids. It was reported that the pump kept incrementing that it was pumping, but was not delivering fluid. There was no reported occlusion alarm. There was no reported adverse patient event. The tubing was reportedly reloaded into the pump and therapy continued. The solution infusing and length of time the solution did not infuse were not known. Though requested, there was no further information available.